Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was high, however, a specific value was not provided. Reportedly the customer had an alternate pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.